Manufacturer narrative:
The distributor evaluated the device and verified the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted stryker to report a customer's device did not turn on with opening of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The device is being shipped to the stryker product assessment center for further evaluation. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted stryker to report a customer's device did not turn on with opening of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated in the product assessment center (pac). The stryker pac technician was able to verify and duplicate the issue. The root cause of the issues is isolated to the reed switch sw5. The device was archived by stryker.

Event description:
A distributor contacted stryker to report a customer's device did not turn on with opening of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.